Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment information was not reported. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.